Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.